Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was received treatment from ambulance employees for low blood glucose and fainted unknown date. Blood glucose reading was 1.9 mmol/l. The customer stated they got fainted and fallen on to insulin pump from their low blood glucose. The customer stated that insulin pump had a crack. Troubleshooting for the customer¿s low blood glucose was declined. It was unknown that auto mode feature was active or not at the time of incident. The customer¿s last blood glucose reading was 7.4 mmol and 3.6 mmol/l. The insulin pump will not be returned for analysis.